Manufacturer narrative:
A follow-up report will be filed once the analysis is performed.

Event description:
The surgeon experienced two broken tips on the pedicle screw drivers. One of the tips was broken off in the screw and disposed of with the screw. The tip was retrieved and not left in the patient. The second driver tip was cracked, but not broken off completely. The broken driver occurred at l5-s1 and both breakages were at the same pilot hole. No harm occurred to the patient and the surgery completed without further incident.

Manufacturer narrative:
A follow-up report will be filed once the analysis is performed. 12/20/2019 - after analysis using a magnifying glass, it appears a net break of the tip of the shaft. Moreover, it is possible to notice a stop at the opposite of the break point. All striations are in the same direction. This break is characteristic of over-bending by the surgeon. - attachment: [30ra23.pdf].

Event description:
The surgeon experienced two broken tips on the pedicle screw drivers. One of the tips was broken off in the screw and disposed of with the screw. The tip was retrieved and not left in the patient. The second driver tip was cracked, but not broken off completely. The broken driver occurred at l5-s1 and both breakages were at the same pilot hole. No harm occurred to the patient and the surgery completed without further incident.